Event description:
Medical records indicate that the patient was revised to address increasing pain and soreness in their hip along with increased cobal and acromion serum levels. Upon revision hypertrophic synovitis and severe amounts of corrosion in the area of the trunnion of the proximal femoral stem was found.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.